Event description:
It was reported that upon removal the distal filter was deployed. A sentinel embolic protection device was positioned and deployment went "great". During removal, the distal filter was deployed somewhere in the arm from the shoulder to the radial where it came out and was noted to be deployed. It is unknown if the device was either accidentally bumped or caught on the drape on the table. There were no removal difficulties noted. Two hours post procedure, the patient experiences expressive aphasia and was taken to CT for imaging. The patient was able to move all limbs, but unable to speak. In the physician's opinion, they do not believe the sentinel device was responsible for the stoke especially since the images showed a left sided lesion. The patient was not given tpa due to patient history and the groins being susceptible to bleeding from the sheaths. The patient is still experiencing expressive aphasia.

Manufacturer narrative:
Type of reportable event corrected from serious injury to malfunction .

Event description:
It was reported that upon removal the distal filter was deployed. A sentinel embolic protection device was positioned and deployment went "great". During removal, the distal filter was deployed somewhere in the arm from the shoulder to the radial where it came out and was noted to be deployed. It is unknown if the device was either accidentally bumped or caught on the drape on the table. There were no removal difficulties noted. Two hours post procedure, the patient experiences expressive aphasia and was taken to CT for imaging. The patient was able to move all limbs, but unable to speak. In the physician's opinion, they do not believe the sentinel device was responsible for the stoke especially since the images showed a left sided lesion. The patient was not given tpa due to patient history and the groins being susceptible to bleeding from the sheaths. The patient is still experiencing expressive aphasia.